Event description:
The customer reported that the primary IV tubing separated from chamber during normal saline infusion. No patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.